Event description:
(B)(6) study. It was reported thrombus occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 19mm. Prior to the index procedure, 81 mg aspirin was administered. On (B)(6) 2018, transesophageal echocardiogram (tee) revealed a complete seal and non-mobile 1.1 cm thrombus was noted on the atrial facing surface of the watchman flx device. The suspected cause of thrombus was premature discontinuation of anticoagulants.

Event description:
Pinnacle flx study. It was reported thrombus occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 19mm. Prior to the index procedure, 81 mg aspirin was administered. On (B)(6) 2018, transesophageal echocardiogram (tee) revealed a complete seal and non-mobile 1.1 cm thrombus was noted on the atrial facing surface of the watchman flx device. The suspected cause of thrombus was premature discontinuation of anticoagulants. It was further reported that the tee revealed the thrombus was 0.5 to 1 cm. It was further reported the tee on (B)(6) 2018 revealed the device was compressed and the ostium of the laa was occluded. Echocardiography on (B)(6) 2019 revealed complete laa seal with non mobile pedunculated thrombus on the atrial facing surface of the watchman device with an maximum area of 1cm2. The pedunculated thrombus was in continuation of the previous event and possibly related to a change in medications due to intolerance.

Event description:
Pinnacle flx study. It was reported thrombus occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 19mm. Prior to the index procedure, 81 mg aspirin was administered. On (B)(6) 2018, transesophageal echocardiogram (tee) revealed a complete seal and non-mobile 1.1 cm thrombus was noted on the atrial facing surface of the watchman flx device. The suspected cause of thrombus was premature discontinuation of anticoagulants. It was further reported that the tee revealed the thrombus was 0.5 to 1 cm.